Manufacturer narrative:
(B)(4). The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Knotting of tube is a known complication of a peg-j tube use. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. Report indicated that on (B)(6) 2017, the intestinal tube became clogged. The pump had a high pressure alarm. On (B)(6) 2017, the jejunal tube was replaced in interventional radiology. Patient believed the tube was knotted. No additional information was provided.